Event description:
On procedure service and preparing to perform paracentesis, the arrow-clarke pleura-seal thoracentesis kit was opened and one of the two lidocaine bottles were found broken at the bottom of the bottle and contained no fluid. No fluid spill noted in the kit and not used for procedure. The episode did not result in touching the patient. The procedure operators were not injured from the broken bottle.